Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported their buttons were unresponsive when attempting to clear the alarm. Customer also reported they were unable to input their carbohydrates due to the button anomaly. The customer's blood glucose was 92 mg/dl. The customer could not recall any significant events leading to the alarm. It was found the customer may have exposed the insulin pump to moisture from sweat. The customer reported moisture under the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.